Event description:
A malfunction alarm, labeled as "malf 0," was reported by the customer without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and confirmed that the malfunction code did not reappear afterward. The customer was advised to continue using the pump and to reach out again if the issue recurred, which the customer understood and acknowledged.